Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening (shell thickness within specification). Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: nick is observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Additionally, healthcare professional reported a right side rupture confirmed by MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Additionally, healthcare professional reported, a right side rupture confirmed by MRI. Device remains implanted.